Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.